Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top and bottom cases are in excellent condition, cracked right plunger case and visible contamination on the device. Event history log review was performed and found force sensor test found in ehl. Visual inspection, power up process, occlusion test, and calibration verification testing were performed. Investigation, unable to duplicate reported problem, but no problem found, but error found in ehl. According investigation, unable to determine force sensor reading are all in specified tolerance as follows no load 0: count =45 and force readings -0.25 lbs. At 15 lbs. Force readings 4.97 lbs. And at 15lbs force readings 14.42 lbs. The investigation reported that no external damage contamination on main pc board, plunger cable or plunger board. Investigator?s replaced force sensor and plunger cable as preventive measure. Performed power up process and all the functional test passed. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited force sensor failure alarm. No patient involvement reported.